Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The downloaded data returned an 0x31 alarm indicating a command was received in an invalid pump state. The download data indicates that the pod completed its first priming sequence and then the device was deactivated after 54 pulses, before completing second prime. The device was reset and successfully paired with a pdm. A 5-unit bolus was delivered without issue. No damages or defects were observed that would result in a needle deploying early. Although no problems were found, it could not be determined when the device deployed. The cause of the generated alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that needle mechanism had fully deployed before the pod was able to be used.